Event description:
Unknown if direct relationship with x-stop implantation. St. Francis medical technologies, inc x-stop devices. Pt returned to hosp in 2007, with elevated temperature, hypotensive, and decreased responsiveness. Patient expired two days later, of sepsis, unknown etiology. Autopsy revealed preliminary diagnosis was hypertensive heart decease with left ventricular hypertrophy (heart weight 550g), and congestive heart failure with bilateral pulmonary congestions and hepatosplenomegaly. Also listed in the autopsy report was bilateral benign nephrosclerosis consistent with systemic hypertension. It is unclear whether the pt's death was associated with x-stop implantation.